Manufacturer narrative:
Section b5: operator of device corrected. Section h6: health effect - impact code and medical device problem code corrected. Manufacturer's investigation conclusion: the reported events of a yellow wrench symbol, damaged battery connector, missing battery compartment cover, and visible damage on the housing was confirmed via evaluation and submitted photos. Customer submitted images revealed a damaged streamline battery clip and taped power module housing. The heartmate power module (serial number (B)(6)) was inspected at the european distribution center (edc). Visual inspection confirmed a missing battery, battery holder, and battery cover. Additionally, a damaged top and bottom housing and damaged streamline battery clip were observed. The power module was connected to alternating current (ac) power and booted up as intended. The reported event was able to be confirmed, the yellow wrench symbol activated. The system was able to function as intended once the battery clip was secured to a backup battery. Due to the physical damage, the device was declared unrepairable. The root cause for the reported events was unable to be conclusively determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot atypical alarms, including power module visual and audible alarms. Heartmate 3 instructions for use section 3-¿powering the system¿ states that the power module contains an internal backup battery that provides approximately 30 minutes of backup power to the system during a power emergency. Heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿ describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad equipment, including the power module. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section g3 - PMA #: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module had an active yellow wrench symbol, a damaged battery connector, a missing battery compartment cover, and visible damage to the housing. The power module was removed from use.